Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3889-33, lot# v017266, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient sent back replacement unit ( programmer 3037 sn# (B)(4)).upon device return of this programmer, analysis found that t elemetry board, board failure/unknown. Replaced the failed telemetry board. Resoldered the antenna jack as a preventive measure. C300. Programmer 3037 (B)(4) device not returned.

Event description:
It was reported that the patient would be flying on the 16th and wanted to know if she would need to turn her implantable neurostimulator (ins) off. Compatibility guidelines were requested for the following: airport security screening devices. The call was about the patient programmer. The patient just noticed today for the first time that she gets poor communication when trying to communicate between the ins and the patient programmer. The patient was using energizer redi power batteries and did not have any others to change them with. A problem with the patient programmer was reported. The patient was not able to make adjustment both with or without antenna attached. The patient asked if her ins battery was depleted would she get the poor communication screen. Patient services reviewed yes, that could be another reason. The patient was experiencing a loss of therapeutic effect. The patient's symptoms got worse about a year ago and so she started taking a lbilitrol about a year ago and that helped. The patient did not feel stim constantly, usually at night she could feel it but now she feels it only sometimes. Patient services asked when she stopped feeling stimulation consistently. The patient noted when she changed to lower setting and she did not feel stimulation as intensely about 1 1/2 years ago. The patient noted now feels like it has gotten less and thinks it was a gradual change. It was noted: won't do telemetry with or without antenna. No patient harm reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6), 2007, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6), 2007, product type: extension. Product ID: 3889-33, lot# v017266, implanted: (B)(6), 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6), 2007, product type: programmer, patient. (B)(4).